Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did return. The customer states insulin is "squirting out" during manual prime process and receiving motor position encoder error alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Advise the customer the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify compromised force sensor system alarm due to blank display. Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and broken reservoir tube lip.